Event description:
During a laparoscopic cholecystectomy the trocar leaked pneumoperitoneum at the flapper valve. Another trocar was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot or batch ID. Results of evaluation: conclusion: based on the visual examination and functionality testing the instrument was found to be conforming. The incident could not be duplicated.